Manufacturer narrative:
Information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was not working during pre-testing was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device fell apart-unattached. The assignable root cause was determined to be traced to maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device did not work during pre-testing. During in-house engineering evaluation, it was observed that the device fell apart-unattached, color band was chipping/fading and had missing components. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in may 2024. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.